Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust self-expanding stent to treat patient at the proximal superficial femoral artery. Lesion type was "plaque" with moderate tortuosity, moderate calcification and >55% stenosis. Artery diameter was 6 mm and lesion length was 35 mm. No issues with device noted prior to use. No issues during stent advancement or deployment. It is reported that during removal following stent deployment, the catheter fractured in the sheath. The fracture was noted after removal from the body. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system was received for evaluation. The entrust sds was received without its red safety locking tab/tube assembly. The sds was received separated into two pieces. With the exception of the implanted stent and red safety locking tab/tube assembly all components are accounted for. The distal end of the guidewire lumen was examined. The proximal end appears to be roughed circumferentially and flared per manufacturing procedure. Adhesive residue was not noted on the proximal end of the guidewire lumen. No adhesive filet was noted on the guidewire lumen. Sanguine residue was noted on the proximal end of the guidewire lumen. The safety tab cavity of the handle was examined. The pull cable was present within the handle and the guidewire lumen was not present during examination. The entrust handle was opened and the pull cable was found properly routed and still connected to the thumbwheel. The proximal hub luer lock was present and properly seated within the handle. The proximal hub luer was examined and red sanguine residue and yellow adhesive residue was noted within the luer. A non-circumferential puddle of adhesive residue was noted on the distal end of the luer. A puddle of adhesive was noted on one of the luer¿s wings. The inner guidewire lumen separation from the handle's proximal hub appears to be related to not enough adhesive being applied. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.